Event description:
Charging issues between the implant and the external equipment. An advanced bionics rep performed device evaluation. The problem was confirmed. Explant surgery has been recommended.